Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump up button not responding then received motor error and went blank screen. Customer's blood glucose value was 289 mg/dl. Customer declined troubleshooting and wants replacement of insulin pump. The device will be returned for analysis.